Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pa6676, and no non-conformances were identified. Additional investigation summary: one opened sample of product code j421, lot pa6676 was received for analysis. The complaint sample was not received for analysis. During the visual inspection of the unused sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects or fraying suture were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no pull off suture needle or fraying suture intra-op was found, and the tested sample met the finished goods requirements. Additional investigation summary: one opened box with unopened samples of product code j421, lot pa6676 was received for analysis. The complaint sample was not received for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or fraying suture were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle or fraying suture intra-op was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The needle detached from the suture and the suture frayed during use. The procedure was delayed five minutes. A substitute suture was used to complete the procedure. There were no patient consequences reported.